Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: it was reported by the pt that as a result of having the product implanted, she has experienced abdominal pain and bleeding.

Manufacturer narrative:
(B)(4). Additional info: date of report: (B)(4) 2012. Device info: pelvicol acellular collagen matrix; tissue science labs; (B)(4). (B)(6).